Manufacturer narrative:
The instrument was returned to the manufacturer for evaluation. After visual/physical examination and functional testing it was found that the instrument was slightly bent and that there was debris in the threads of the adjustment screw causing difficulties closing it. The instrument was replaced and the system with the new instrument were working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the spine clamp required replacement. There was no patient present when this issue was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Updated initial reporter information.